Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient was implanted with the optease inferior vena cava (ivc) filter. The indication for the filter placement was not reported. Approximately two years post-implantation, the patient was hospitalized and diagnosed with; complete occlusion of the ivc and pulseless lower extremities due to phlegmasia cerulea dolens. Ultrasound revealed extensive thrombosis from the level of the patient¿s optease filter extending down to the lower extremities. The patient subsequently underwent thrombectomy/thrombolysis of the ivc and was started on a pain management program for swollen legs and lovenox for anticoagulation. Approximately two years and two months post-implantation, the patient underwent thrombectomy to evacuate some of the clot burden with attempted ivc filter removal. The attempted filter removal was unsuccessful. Five days later, the patient again underwent thrombectomy/thrombolysis of their lvc with some reduction in the clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization¿. As a result, ivc and bilateral iliac vein stents were implanted. About a year later, the patient was again hospitalized due to complications caused by the optease filter, including occlusion of the ivc and bilateral deep vein thrombosis (dvt). The patient has experienced significant health complications and has required extensive health care since the implantation of the optease filter. Notwithstanding, the patient has continued to experience thrombosis in and below the optease filter causing pain, swelling, dvts and other injuries. As a direct and proximate result of the failure of the optease filter, and the complications it created, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of their life. The patient¿s injuries are permanent and continuing and they will suffer such losses in the future. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Phlegmasia cerulea dolans may be associated with dvt from extensive thrombotic occlusion of the major and collateral veins of an extremity. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. These events do not represent a malfunction of the device. Ivc occlusion could not be confirmed without films for review. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately two years and two months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the patient was implanted with the optease inferior vena cava (ivc) filter. The patent's history included: active alcoholism, chronic pain syndrome, chronic opioid use, right lower extremity deep vein thrombosis, pulmonary embolism, and liver cirrhosis with coagulopathy. The medical records state that three months before the patient was implanted with the filter he was diagnosed with enteritis after presenting with lightheadedness, abdominal pain and the patient was noted to be intoxicated. The medical records state that one month prior to implantation of the filter the patient was seen for right hip osteoarthritis and received a total hip replacement. The filter was deployed via the right common femoral vein. It was successfully placed into the infrarenal area. The patient tolerated the index procedure well without any apparent complications. Approximately one year and one month after the index procedure the patient presented with back pain. Imaging revealed multilevel degenerative changes causing mild canal stenosis (most severe at l2-l3 and l3-l4) with associated neural foraminal narrowing. There was no evidence of fracture or malalignment. Approximately two years post implantation of the optease filter, the patient was hospitalized where he was diagnosed with, inter alia, complete occlusion of his ivc and pulseless lower extremities due to phlegmasia cerulea dolens. Ultrasound showed extensive thrombosis from the level of the patient¿s filter extending down to his lower extremities. The patient subsequently underwent thrombectomy/thrombolysis of his ivc and was started on a pain management program for his swollen legs and lovenox for anticoagulation. Approximately two years and two months post implantation,a the patient underwent an angiojet procedure to evacuate some of the clot burden with attempted ivc filter removal. The attempted removal failed. Five days later, the patient again underwent thrombectomy/thrombolysis of their lvc with some reduction in clot burden. Filter retrieval was attempted again, but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. About a year later, the patient was hospitalized due to complications caused by the optease filter, including occlusion of his ivc and bilateral deep vein thrombosis (dvt). The patient has experienced significant health complications and has required extensive health care since the implantation of the optease tvc filter. Notwithstanding, the patient has continued to experience thrombosis in and below the optease ivc filter causing pain, swelling, dvt and other injuries. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient was previously admitted to the hospital with paroxysmal atrial fibrillation (prior history) and underwent cardioversion and was treated for sepsis and pneumonitis. The patient was thought to have cholelithiasis. Due to comorbid conditions the patient was considered a high risk for surgery. The patient was placed on antibiotics and discharged to a skilled nursing facility. Approximately four years and one month after the index procedure the patient was transferred from the skilled nursing facility to a long-term rehabilitation center under routine hospice care. The patient was noted to have a sacral and bilateral heel pressure wounds on admission. The patient had an abdominal x-ray performed approximately one month later for nausea and vomiting. Results of the x-ray noted a small bowel ileus versus obstruction. The patient was treated with reglan. Approximately three weeks later the patient experienced issues with nausea, vomiting and distended abdomen, most likely from ascites. Information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The form also states that the filter was embedded other than in wall of the ivc and the device was unable to be retrieved. Additionally, the patient experienced swelling of the legs and feet, clogged filter and multiple surgeries.

Manufacturer narrative:
It was reported that a patient was implanted with an optease inferior vena cava (ivc) filter. The information provided indicated that approximately two years post implant the patient was diagnosed with complete occlusion of the ivc and pulseless lower extremities due to phlegmasia cerulea dolens. The patient reported blood clots, clotting, and/or occlusion of the ivc and that the filter was embedded, was unable to be retrieved and experiencing swelling of the legs and feet, clogged filter and multiple surgeries. According to the medical records, a week prior to the index procedure, the patient was seen in the emergency room for chest pain after a fall at home. While in the hospital the patient experienced alcohol withdrawal and developed extensive right leg deep vein thrombosis (dvt) with acute pulmonary embolus (pe) leading to right heart strain. The medical history at the time included liver cirrhosis secondary to alcoholism with resultant coagulopathy, tobacco abuse, osteoarthritis, right hip replacement, chronic back pain, polypharmacy abuse, depression and suicidal ideations. According to the medical records the indication for the filter implant was right lower extremity dvt, pe and liver cirrhosis with coagulopathy. The filter was placed via the right common femoral vein and deployed in the infrarenal area. The patient tolerated the procedure well without any apparent complications. Approximately twenty-six months post implant, the patient underwent thrombolysis of extensive bilateral dvt, including thrombosis within the ivc filter. Ultrasound showed extensive thrombosis from the level of the filter extending down to the lower extremities. The patient underwent an angiojet procedure to evacuate some of the clot burden with attempted ivc filter removal. The attempted removal failed. Five days later, the patient underwent thrombectomy and thrombolysis of the ivc with some reduction in clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. Approximately three years and three months post implant the patient was admitted for swelling and blood clots in the left leg possibly related to non-compliance with medication. Acute alcohol withdrawal occurred, combined with respiratory failure, necessitating intubation, along with hemodynamic instability requiring medical support. Atrial fibrillation was electrically cardioverted. The patient was maintained on anticoagulation until stable enough for mechanical thrombectomy with angioplasty of ivc and left iliac/femoral veins was done to address the dvt with intractable pain. The patient was then transferred to a skilled nursing facility for rehabilitation. Twenty-two days later, the patient was seen in ER for left leg pain and swelling, non-compliant with medication and left against medical advice; no treatment was given. At some point post implant, the patient was thought to have cholelithiasis. The patient was considered a high risk for surgery, was placed on antibiotics and discharged to a skilled nursing facility. Approximately four years and one month post implant the patient was transferred from the skilled nursing facility to a long-term rehabilitation center under routine hospice care. The patient was noted to have a sacral and bilateral heel pressure wounds on admission. The patient had an abdominal x-ray performed approximately one month later for nausea and vomiting, results noted a small bowel ileus versus obstruction. The patient was treated with reglan. Approximately three weeks later the patient experienced issues with nausea, vomiting and distended abdomen, most likely from ascites. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, thrombosis, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction, clinical factors that may have contributed to the evens include patient, vessel characteristics and pharmacological. Phlegmasia cerulea dolens, an uncommon severe form of deep vein thrombosis (dvt) resulting from extensive thrombotic occlusion, does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated

Manufacturer narrative:
It was reported that a patient was implanted with an optease retrievable vena cava filer. The patient is reported to have had a history of chest pain, liver cirrhosis with coagulopathy, alcohol and poly-pharmacology abuse, chronic back pain, depression with suicidal ideation, smoking, osteoarthritis and recent hip surgery. Approximately three months before the filter implantation, the patient presented with lightheadedness, abdominal pain and was intoxicated. The patient was subsequently diagnosed with enteritis. Approximately one week before the filter implantation, the patient was seen in the emergency room (ER) with chest pain after a fall at home. While hospitalized, the patient experienced alcohol withdrawal and developed extensive right lower extremity deep vein thrombosis (dvt) with acute pulmonary embolus (pe) leading to right heart stain. The indication for the filter placement was reported to be the dvt and pe in the setting of alcohol-induced coagulopathy. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Of note, the patient was noted to have depression and suicidal ideation during this hospitalization. Approximately twenty-five days after filter implantation, the patient was seen in the ER with difficulty breathing and chest pain and was discharged home. Three weeks later, the patient was again seen in the ER with chest pain. Social services were consulted for alcohol treatment. Approximately seven months after filter implantation, the patient was seen in the ER with supraventricular tachycardia (svt) and was discharged home. Approximately four months after the filter implantation, the patient was seen in the ER with an inability to urinate and was discharged home. Approximately one year and a half years after filter implantation, the patient was transferred to a psychiatric facility for depression with suicidal ideations. Symptoms were attributed to severe and chronic pain from degenerative disease of the back, hips and rib. Approximately two weeks later, the patient was admitted to an intensive care unit for three days with acute respiratory distress syndrome (ards). Approximately two years and two months after filter implantation, the patient experienced leg swelling and pain, along with complete occlusion of the inferior vena cava (ivc) and pulseless lower extremities related to phlegmasia cerulea dolens. Diagnostic imaging revealed extensive thrombosis from the level of the filter and extending down to the lower extremities. The patient underwent thrombolysis for extensive bilateral lower extremity dvt that included thrombosis of the filter. At that time, the patient was noted to have a history that included atrial fibrillation and pe and an unsuccessful ivc filter retrieval. The retrieval attempt was noted to have been unsuccessful due to thrombotic formation requiring treatment with a thrombolytic infusion catheter to further reduce the clot burden. A second attempt to remove the filter in the future was discussed at this time. Five days later, the patient underwent thrombectomy and thrombolysis of the ivc with some reduction in clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. Approximately three years and three months after the filter implantation, the patient was admitted for swelling and blood clots in the left leg possibly related to non-compliance with medication. Acute alcohol withdrawal occurred, combined with respiratory failure, necessitating intubation, along with hemodynamic instability requiring medical support. Atrial fibrillation was electrically cardioverted. The patient was maintained on anticoagulation until stable enough for mechanical thrombectomy with angioplasty of ivc and left iliac/femoral veins was done to address the dvt with intractable pain. The patient was then transferred to a skilled nursing facility for rehabilitation. Twenty-two days later, the patient was seen in ER for left leg pain and swelling. The patient was noted to have been non-compliance with medication and subsequently left the hospital against medical advice. No treatment was provided. Approximately four years and one month after the filter implantation, the patient was transferred from the skilled nursing facility to a long-term rehabilitation center under routine hospice care. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Phlegmasia cerulea dolans may be associated with dvt from extensive thrombotic occlusion of the major and collateral veins of an extremity. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. These events do not represent a malfunction of the device. Without procedural films for review, the reported retrieval difficulty and ivc occlusion events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted more than two years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
The patient was previously admitted to the hospital with paroxysmal atrial fibrillation (prior history) and underwent cardioversion and was treated for sepsis and pneumonitis. The patient was thought to have cholelithiasis. Due to comorbid conditions the patient was considered a high risk for surgery. The patient was placed on antibiotics and discharged to a skilled nursing facility. Approximately four years and one month after the index procedure the patient was transferred from the skilled nursing facility to a long-term rehabilitation center under routine hospice care. The patient was noted to have a sacral and bilateral heel pressure wounds on admission. The patient had an abdominal x-ray performed approximately one month later for nausea and vomiting. Results of the x-ray noted a small bowel ileus versus obstruction. The patient was treated with reglan. Approximately three weeks later the patient experienced issues with nausea, vomiting and distended abdomen, most likely from ascites.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of right lower extremity deep vein thrombosis (dvt), pulmonary embolism (pe) with right-sided heart strain, chest pain, liver cirrhosis with coagulopathy, alcohol and poly-pharmacology abuse, chronic back pain, depression, smoking, osteoarthritis and recent hip surgery. The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Of note, the patient was noted to have depression and suicidal ideation during this hospitalization. Approximately twenty-five days after filter implantation, the patient was seen in the emergency room (ER) with difficulty breathing and chest pain and was discharged home. Three weeks later, the patient was again seen in the ER with chest pain. Social services were consulted for alcohol treatment. Approximately seven months after filter implantation, the patient was seen in the ER with supraventricular tachycardia (svt) and was discharged home. Approximately four months later, the patient was seen in the ER with an inability to urinate and was discharged home. Approximately one year and a half years after filter implantation, the patient was transferred to a psychiatric facility for depression with suicidal ideations. Symptoms were attributed to severe and chronic pain from degenerative disease of the back, hips and rib. Approximately two weeks later, the patient was admitted to an intensive care unit for three days with acute respiratory distress syndrome (ards). Approximately two years and two months after filter implantation, the patient experienced leg swelling and pain and was diagnosed with phlegmasia cerulea dolens. The patient underwent thrombolysis for extensive bilateral lower extremity dvt that included thrombosis of the filter. At that time, the patient was noted to have a history that included atrial fibrillation and pe. Future removal of the filter was discussed at this time. Three weeks later, the patient again underwent thrombolysis of the iliac and femoral veins bilaterally. During this procedure, the patient also underwent an attempt to remove the filter; but this was unsuccessful due to thrombotic formation requiring treatment with a thrombolytic infusion catheter to further reduce the clot burden. Four days later, the patient underwent thrombectomy of the bilateral iliac vein and the ivc followed by bilateral iliac vein stent placement. Another attempt to remove the filter was unsuccessful due to heavy endothelialization. Approximately three years and three months after filter implantation, the patient underwent thrombectomy with angioplasty of the ivc and left iliac and femoral veins to address dvt with intractable pain. The patient was later transferred to a skilled nursing facility for rehabilitation. Approximately three weeks later, the patient was seen in the ER with left lower extremity pain and swelling related to noncompliance with anticoagulation therapy. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately two years and two months after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Phlegmasia cerulea dolans may be associated with dvt from extensive thrombotic occlusion of the major and collateral veins of an extremity. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with the optease inferior vena cava (ivc) filter. Nevertheless, approximately on or about two years post implantation of the optease ivc filter, the patient was hospitalized and was diagnosed with, inter alia, complete occlusion of the ivc and pulseless lower extremities due to phlegmasia cerulea dolens. Ultrasound showed extensive thrombosis from the level of the patient¿s optease filter extending down to the lower extremities. The patient subsequently underwent thrombectomy/thrombolysis of the ivc and was started on a pain management program for swollen legs and lovenox for anticoagulation. Approximately on or about two years and two months post implantation, the patient underwent an angiojet procedure to evacuate some of the clot burden with attempted ivc filter removal. The attempted removal failed. Five days later, the patient again underwent thrombectomy/thrombolysis of the ivc with some reduction in clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. About a year later, the patient was again hospitalized due to complications caused by the optease filter, including occlusion of the ivc and bilateral deep vein thrombosis (dvt). The patient has experienced significant health complications and has required extensive health care since the implantation of the optease ivc filter. Notwithstanding, the patient has continued to experience thrombosis in and below the optease ivc filter causing pain, swelling, dvts and other injuries. As a direct and proximate result of the failure of the optease ivc filter, and the complications it created, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The patient¿s injuries are permanent and continuing and they will suffer such losses in the future. Additional information received per the medical records indicate that the patient has a history of right lower extremity deep vein thrombosis, pulmonary embolism and liver cirrhosis with coagulopathy. The filter was deployed via the right common femoral vein. It was successfully placed into the infrarenal area. The patient tolerated the index procedure well without any apparent complications.  Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the ivc. The form also states that the filter was embedded other than in wall of the ivc, the device was unable to be retrieved. The patient also experienced swelling of the legs and feet, clogged filter and multiple surgeries. According to the medical records, a week prior to the index procedure, the patient was seen in the emergency room (ER) for chest pain after a fall at home while using a walker; and while in the hospital on bedrest, experienced alcohol withdrawal and developed extensive right leg deep vein thrombosis (dvt) with acute pulmonary embolus (pe) leading to right heart strain. The medical history at this time included liver cirrhosis secondary to alcoholism with resultant coagulopathy, tobacco abuse, osteoarthritis, right hip replacement, chronic back pain, polypharmacy abuse, depression and suicidal ideations. Per the operative report, the patient was reported to have a preoperative diagnosis of dvt, pe, liver cirrhosis with coagulopathy. The right growing was prepped and draped in the usual fashion. A guide wire was advanced under fluoroscopy to the inferior vena cava and an introducer sheath was inserted to the right common iliac vein. A venogram was performed localizing the iliac bifurcation and renal veins. The optease filter was successfully deployed in an infrarenal location. The patient was transported to the recovery area in satisfactory condition. Approximately twenty-five days later, the patient was seen in the ER for difficulty breathing and chest pain and was then discharged home but returned to the ER with chest pain twenty two days later. Social services was then consulted for alcohol treatment. About six months later, the patient was again seen in the ER for supraventricular tachycardia (svt) and was discharged home, returning to the ER three months later for inability to urinate and was also discharged home. About seven months after being discharged, the patient was transferred to a psychiatric facility for depression with suicidal ideations. Symptoms are attributed to severe and chronic pain from degenerative disease of the back, hips and rib. Ten days later, the patient was admitted for three days in the intensive care unit (ICU) for acute respiratory distress syndrome (ards) with shock. Approximately two years and two months after the filter was implanted, the patient underwent thrombolysis of extensive bilateral dvt, including thrombosis within the ivc filter, that presented with swelling and pain. Possible removal of the ivc filter was discussed and a history of atrial fibrillation and pe was noted at the time. The patient underwent an angiojet procedure to evacuate some of the clot burden with attempted ivc filter removal. The attempted removal failed. Five days later, the patient again underwent thrombectomy and thrombolysis of the ivc with some reduction in clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. Three years and two months post implantation, the patient was admitted for respiratory failure, alcohol, and polypharmacy withdrawal, and during admission had svt and pneumonia. Nineteen days later, the patient was admitted for swelling and blood clots in the left leg possibly related to non-compliance with medication regimen. The medical history at the time of admission included heart failure, arrhythmias, alcohol dependence, drug and tobacco abuse, depression, cirrhosis, chronic obstructive pulmonary disease (copd) and chronic back pain. Acute alcohol withdrawal occurred, combined with respiratory failure, necessitating intubation, along with hemodynamic instability requiring medical support. While intubated, coffee ground emesis was noted with a drop in hemoglobin, and an ng tube was placed. Atrial fibrillation was electrically cardioverted. The sputum was positive for a staphylococcus species, and antibiotics were given. The patient was maintained on anticoagulation until stable enough for mechanical thrombectomy with angioplasty of ivc and left iliac/femoral veins was done to address the dvt with intractable pain. The patient was then transferred to a skilled nursing facility for rehabilitation. Twenty-two days later, the patient was seen in ER for left leg pain and swelling, non-compliant with medication regimen and left against medical advice; no treatment was given.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: additional information received per the medical records indicate that the patient has a history of right lower extremity deep vein thrombosis, pulmonary embolism and liver cirrhosis with coagulopathy. (B)(6)2015 the filter was deployed via the right common femoral vein. It was successfully placed into the infrarenal area. The patient tolerated the index procedure well without any apparent complications.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The form also states that the filter was embedded other than in wall of the ivc, the device was unable to be retrieved. The patient also experienced swelling of the legs and feet, clogged filter and multiple surgeries. As reported, the patient was implanted with the optease inferior vena cava (ivc) filter. Per the medical records, history includes right lower extremity deep vein thrombosis, pulmonary embolism and liver cirrhosis with coagulopathy. The filter was deployed into the infrarenal area. Approximately two years post implant filter, the patient was diagnosed with complete occlusion of the ivc and pulseless lower extremities due to phlegmasia cerulea dolens. Ultrasound showed extensive thrombosis from the level of the patient¿s optease filter extending down to his lower extremities. The patient subsequently underwent thrombectomy/thrombolysis of his ivc and was started on pain management and anticoagulation. Approximately two months later, the patient underwent an angiojet procedure with an unsuccessful ivc filter removal. Five days later, the patient again had thrombectomy/thrombolysis of the lvc with some reduction in clot burden. Ivc filter retrieval was again unsuccessful due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. Approximately a year later, the patient had reocclusion of the ivc and bilateral deep vein thrombosis (dvt). The patient has experienced thrombosis in the ivc filter causing pain, swelling, and dvt. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), the filter is embedded and unable to be retrieved. The patient also reports swelling of the legs and feet. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may be related to underlying patient related issues. Phlegmasia cerulea dolens does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient was implanted with the optease inferior vena cava (ivc) filter. Nevertheless, approximately on or about two years post implantation of the optease lvc filter, the patient was hospitalized where he was diagnosed with, inter alia, complete occlusion of his ivc and pulseless lower extremities due to phlegmasia cerulea dolens. Ultrasound showed extensive thrombosis from the level of the patient¿s optease filter extending down to his lower extremities. The patient subsequently underwent thrombectomy/thrombolysis of his ivc and was started on a pain management program for his swollen legs and lovenox for anticoagulation. Approximately on or about two years and two months post implantation, the patient underwent an angiojet procedure to evacuate some of the clot burden with attempted ivc filter removal. The attempted removal failed. Five days later, the patient again underwent thrombectomy/thrombolysis of their lvc with some reduction in clot burden. Ivc filter retrieval was again attempted but failed due to "heavy endothelialization." As a result, ivc and bilateral iliac vein stents were implanted. About a year later, the patient was again hospitalized due to complications caused by the optease filter, including occlusion of his ivc and bilateral deep vein thrombosis (dvt). The patient has experienced significant health complications and has required extensive health care since the implantation of the optease tvc filter. Notwithstanding, the patient has continued to experience thrombosis in and below the optease ivc filter causing pain, swelling, dvts and other injuries. As a direct and proximate result of the failure of the optease ivc filter, and the complications it created, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The patient¿s injuries are permanent and continuing and they will suffer such losses in the future.